Event description:
During a remote follow-up, noise resulting in oversensing episodes due to myopotentials were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed at this time and the patient is stable.